Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.